Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 186, 189, 187, 167 and 178 mg/dl. The customer does not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated due to the high blood glucose test results she had contacted her doctor on (B)(6) 2025, customer stated the doctor had advised her to increase her metformin from 1 to 2 per day. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/15/2026 and test strips were opened one week prior to the call. The meter memory was reviewed for previous test result history (time not set): result 1: 186 mg/dl, date: (B)(6) 2025, time: 12:43pm fasting am; result 2: 189 mg/dl, date: (B)(6) 2025, time: 8:40am non-fasting; result 3: 187 mg/dl, date: (B)(6) 2025, time: 5:35am fasting; result 4: 167 mg/dl, date: (B)(6) 2025, time: 8:00am non-fasting; result 5: 178 mg/dl, date: (B)(6) 2025, time: 1:15am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 20-jan-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 06-mar-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation - customer had returned the incorrect test strips. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.